Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Customers blood glucose level was 227 mg/dl. Pump was reset to resolve the issue. Additionally, it was reported that the touch screen was intermittently delayed in responding to the customer's input. Customer reported that the touch screen was functioning properly. The customer continued to use the pump for insulin therapy.